Manufacturer narrative:
Product is not expected to be returned to the manufacturer. The complaint came from a customer review left on the philips.com website. Product is not expected to be returned. No failure analysis testing was performed. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that their elite power toothbrush broke a dental crown.